Manufacturer narrative:
(B)(4).

Event description:
It was reported that catheter migration occurred. During the implantation of a 8.3/24 expel ureteral stent system was used to treat the target lesion. It was noted that the proximal loop would not form , every time they tried to remove the suture, it would pull the tip of the pigtail and therefore straighten out. Eventually the stent migrated down to the uterine artery. The device had to be snared and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The flexible cannula was received loaded inside the stabilizer and stent. The flexible cannula was removed from the stent without resistance, however the stent's pigtails did not returned to the original form. The dimensional inspection revealed that the device was within specification. A mandrel 0.038 inches was inserted through the stent and it passed properly without resistance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that catheter migration occurred. During the implantation of a 8.3/24 expel ureteral stent system was used to treat the target lesion. It was noted that the proximal loop would not form , every time they tried to remove the suture, it would pull the tip of the pigtail and therefore straighten out. Eventually the stent migrated down to the uterine artery. The device had to be snared and removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.